Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a primary blepharoplasty and lower lids and cheek lift on (B)(6) 2009 and suture was used. There was no indication of inflammation or unexpected swelling in the first three weeks post-operative. The first indication of being unhappy with the result was on (B)(6) 2009. Two yrs after the procedure, the pt has continuing reaction at her operation site which includes failure to heal, inflammation and puffy lumps containing suture. The pt has had three subsequent surgeries performed. The pt underwent a revision blepharoplasty on the (B)(6) 2009. The pt has had fifty consultations with a plastic surgeon since the procedure. The pt has an appointment planned with a dermatologist.